Event description:
Five pts experienced symptoms of nausea/vomiting and abdominal pain during dialysis. Upon investigation by the MFR, it was determined that 3 of the pts could not be confirmed to have been dialyzing on any of the 4 suspect machines. This is due to the machine serial number (or designated facility machine number) not being documented on those pts' treatment records. The last 2 incidents which occurred, were determined to have occurred on the same machine (sn 4eos-h974). This machine was removed from the treatment area, as were the other 3 machines suspected of malfunctioning. All the pts involved recovered. The last pt involved, dialyzed on machine sn 4eos-h974, and experienced an asthma attack precipated by the pt vomiting. The pt was sent to the emergency room, received a breathing treatment, lab work was drawn and the pt returned to the facility to complete the dialysis treatment. The facility states the lab work drawn in the ER did not indicate acidosis, but they could not provide the lab results. All 4 suspect machines were investigated by the MFR. Three of these machines were found to be within specifications and operating properly. The investigation of one machine (sn 4eos-h974) showed an unstable conductivity of 13.1 and ph of 6. According to the facility this machine had an appropriate conductivity and ph prior to the treatment and no alarms occurred during the treatment. The investigation found that the bicarbonate pump inlet line was occluding intermittently and the acid pump was calibrated 3ml high. In this condition, the machine could not have obtained a conductivity of 13.8 and ph of 7.4, unless the acid pump had been manually adjusted. The facility states that no adjustments were made to the machine. The machine was recalibrated and the bicarb pump inlet line adjusted, proper machine operation verified.